Manufacturer narrative:
The pod received was partially deployed with the formed needle protruding through the exposed portion of soft cannula. Slide insert was partially visible through the top housing viewing window. Linkage assembly was found partially deployed from external view. Adhesive pad was not returned with the device and no evidence of blood was observed on the device. The exposed formed needle contributed to the reported bleeding/bruising at infusion site. During investigation, the needle mechanism was reset and ran needle deployment. Linkage assembly was observed not fully deployed during this test, replicating the needle mechanism failure. No physical damages were found on the needle mechanism components. These findings indicated that mechanism spring was inadequate to provide the required force to fully deploy and retract linkage assembly after needle deployment, that led to the exposed formed needle. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced bleeding and bruising while wearing the pod on the arm between 4 and 24 hours. A new pod was applied.